Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the user's implant stimulator housing has migrated and is causing pain. Additionally the user's hearing performance has reportedly decreased however, in situ testing confirms the device to work as specified. Repositioning surgery has been scheduled for (B)(6) 2022.

Event description:
Reportedly the user's implant stimulator housing has shifted into the post-auricular region and is causing pain. Additionally the user's hearing performance has reportedly decreased however, in situ testing confirms the device to work as specified. The device was repositioned on (B)(6) 2022 and full insertion was achieved again and confirmed via x-ray imaging. Furthermore, the electrode array was also tested again and was reportedly working well.

Manufacturer narrative:
Conclusion: according to the information received from the field the implant housing migrated from its intended position causing pain. A re-positioning surgery was performed successfully. The device remains implanted and in use. This is a final report.